Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va1ewqh, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was frustrated about their device because stimulation was causing the patient vaginal pain and the patient's right leg was in pain. Additionally, when the patient increased stimulation they felt rectal pain. According to the patient it either hurts in the back or it hurts in the front and this change started a few weeks ago. The caller indicated that the patient was implanted for pain and the patient was wondering if their leads moved. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.